Manufacturer narrative:
Upon troubleshooting the customer discovered the reagent syringe was loose where it connects to the t-valve. Per customer, maintenance to these parts had not been performed recently. Service replaced the syringe and the t-valve. Upon recur, the issue could affect other chemistries including potentially pivotal chemistries, and treatment could be initiated or withheld based upon the erroneous result. A clear root cause is not known at this time. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a suppressed magnesium (mg) result generated by the synchron lx20 pro clinical system. The initial "suppressed oir lo" mg result was interpreted to be <0.1 mg/dl and reported out as 0.1 mg/dl. The specimen was tested on a different instrument and obtained result was "suppressed oir hi". The specimen was diluted 1:2, and then retested and mg result was 7.8 mg/dl (instrument unknown) the patient was redrawn and the sample was tested on the lx20 analyzer which generated a "suppressed oir hi" result. The redrawn sample was diluted 1:3 and re-tested, and a result of 8.1 mg/dl was generated. (Instrument unknown) the result was amended. There was no effect to the patient. The erroneous result was for a laboring patient receiving a mg drip, and the low result was not believed.